Event description:
The device was used during a thoracoscopic partial lung resection procedure. The surgeon cut the tissue. Bleeding was observed as staples did not form properly. The surgeon resected the tissue and applied another device.